Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 445 mg/dl. The customer stated that she is currently pregnant and she checks her blood glucose levels often. The customer stated that prior to the event, she noticed her blood glucose level was high so she changed out the infusion set and reservoir, but her blood glucose level would not lower. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.